Manufacturer narrative:
Investigation summary: four 2441-0007 products were received for investigation; two were received without packaging, and two were received in sealed packaging from lot 21075950. The customer confirmed that the affected products were from lot 21075285. Residual fluid was present in the samples received without packaging. The used samples were subjected to pressure testing, which confirmed the customer's experience; leakage was observed from a hole in the silicone tubing of the pumping segment in each instance. No leakage or associated damage was observed to the samples received in sealed packaging. The details of this feedback were forwarded to the manufacturing site for investigation. They confirmed that the observed damage is consistent with the component being subjected to an external force; however a review of the manufacturing and packaging process did not identify any potential sources which could cause or contribute to damage of this nature. A review of the production records for lot 21075950 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the 2441-0007 product in the past 12 months.

Event description:
It was reported that 2 bd alaris pump module smartsite infusion burette sets experienced holes in the catheters. The following information was provided by the initial reporter: it appears that there is a hole in the silicone segment above the ail detector. I am told that the nurse was alerted to air in line, removed it and then noticed that air was back in the line.

Manufacturer narrative:
Investigation summary: four 2441-0007 products were received for investigation; two were received without packaging, and two were received in sealed packaging from lot 21075950. The customer confirmed that the affected products were from lot 21075285. Residual fluid was present in the samples received without packaging. The used samples were subjected to pressure testing, which confirmed the customer's experience; leakage was observed from a hole in the silicone tubing of the pumping segment in each instance. No leakage or associated damage was observed to the samples received in sealed packaging. The details of this feedback were forwarded to the manufacturing site for investigation. They confirmed that the observed damage is consistent with the component being subjected to an external force; however a review of the manufacturing and packaging process did not identify any potential sources which could cause or contribute to damage of this nature. A review of the production records for lot 21075950 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the 2441-0007 product in the past 12 months.

Event description:
It was reported that 2 bd alaris pump module smartsite infusion burette sets experienced holes in the catheters. The following information was provided by the initial reporter: it appears that there is a hole in the silicone segment above the ail detector. I am told that the nurse was alerted to air in line, removed it and then noticed that air was back in the line.